Manufacturer narrative:
The customer reported complaint for the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) error message was not confirmed during archive review and the initial functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The customer reported a secondary complaint that the device displayed a (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the review of the archive review but not during functional testing. The autopulse platform functioned as intended, and the reported advisory message was not replicated during testing. Based on the archive, the (ua) 45 advisory message was cleared by the customer. The root cause of the reported (ua) 45 advisory message was the driveshaft not being at the "home" position, most likely attributed to unintended user error. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed (ua) 17 (max motor on time exceeded during active operation) was not confirmed based on the archive data review or during functional testing. The data archive did not show any (ua) 17 error messages on or around the reported event date. However, the archive did show (ua) 02 (compression tracking error), and (ua) 07 (discrepancy between load 1 and load 2 too large) error messages, unrelated to the reported complaint. Therefore, it is possible, that the error message observed by the customer was a (ua) 07. The autopulse platform failed the initial functional testing due to (ua) 07, unrelated to the reported complaint. The load cell characterization test results confirmed that load cell module 2 is exceeding normal parameters and was replaced to remedy the (ua) 07 error. The root cause of the failed load cell is likely attributed to a failed component, or mishandling such as a drop. The failed load cell was most likely the root cause of (ua) 07 and (ua 02 error messages noted in the archive. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) and (ua) 45 (not at "home" position after power-on/restart) error messages. No patient involvement.